Event description:
The customer reported that a pt received a medication order incorrectly due to administrations not showing in the icip mar or worklist.

Manufacturer narrative:
The customer reported that a pt received a medication order incorrectly due to administrations not showing in the icip mar or worklist. Philips is in the process of obtaining additional info regarding this investigation and the complaint is still under investigation. A final report will be submitted once the investigation is completed.